Event description:
A customer reported an unpleasant odor and smoke emanating from the stratus(r) cs instrument. The customer unplugged the instrument. There was no report of adverse health consequences as a result of the odor or smoke. There was no report of adverse health consequences as a result of the instrument shutdown.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the smoke and odor was melted components on the cpu board. A siemens healthcare diagnostics field service representative was dispatched to the site and repaired the cpu board. The instrument is performing within specifications. No further evaluation of the device is required.